Manufacturer narrative:
Follow up #1 submitted: 10/01/2013. Device evaluation: on investigation, the display screen was dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The distributor reported the text was faded/dim and segments of the display screen were missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).